Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission it was discovered that the right ventricular (rv) lead exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. No interventions were taken. The patient was in stable condition.